Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping scrolling on their own noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime test and no delivery test due to button keypad anomaly. The device was received with cracked reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The device was returned for analysis.